Event description:
A customer reported that an electromechanical ambulatory infusion pump malfunctioned during a function test. The occlusion alert was not operative. When an occlusion was simulated by clamping the tubing-set during delivery mode, the pump would not alert patient occlusion.